Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the unit is not securing the attachments. It was further observed that the coupling head was damaged and the bearings were corroded. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up with the patient already in the operating room, it was observed that the small battery drive device would not secure the attachment devices. It was reported that the device was not used on the patient. It was reported that there was no delay in the scheduled procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.